Manufacturer narrative:
Device code 1494: off-label use (under 21yrs of age at date of implant). Device evaluation: lens was returned in a case/vial in liquid. Visual inspection found the lens optic split and the haptic torn and broken. Unable to perform dimensional and functional inspection due to damage optic lens. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -7.5/+2.5/011 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to patient experienced a refractive surprise. The lens was exchanged for another same model/length but different diopter lens and the problem was resolved. The cause of the event was due to incorrect input data.